Event description:
During baxter's evaluation of a spectrum pump, it was discovered to alarm for "door not fully latched."

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. Evaluation found the pump to alarm for "door not fully latched." This error message was caused by the force required to secure the door being above expected levels. The pump door and door hooks were not within specification. The door hooks and latch pins were replaced to correct this condition.